Event description:
A malfunction alarm was reported for a pump, specifically displaying malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. Technical support decided to replace the faulty pump, and the customer reverted to an alternate form of insulin therapy.